Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The carton with some of the inner packaging components was returned in a rubber band to a plastic specimen cup. The lens and the associated company cartridge were returned inside the specimen jar. The lens was outside the cartridge. Viscoelastic was dried on the lens. One haptic was broken in the gusset area (returned inside the cartridge). The other haptic distal tip was broken and not returned. The optic was cut from the edge to the optic center, similar in appearance to damage from insertion and removal. An inadequate amount of viscoelastic was observed in the monarch cartridge. A full haptic was observed broken inside the cartridge between the loading area and the nozzle entry area. The trailing haptic distal tip was oriented toward the loading area and the haptic was against the inner ceiling of the cartridge. The nozzle tip has heavy stress. Two aneurysms were observed on the posterior of the cartridge tip on the left and right posterior surface. The cartridge wings displayed evidence of handpiece use. The cartridge was cleaned for further evaluation. The lens was removed during cleaning.¿top coat¿dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The reported broken haptic damage was observed. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: the company foldable intraocular lens (iols) are qualified for use with the company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that the company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Inadequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The position of the broken haptic inside the cartridge may suggest that the haptic was not in an acceptable position for advancement per the IFU. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, during insertion of the iol into posterior bag, noted one of the haptic broken while implanted in the eye. Replaced with back up lens to continue and completed the surgery. Additional information has been received and stated that the lens was implanted and explanted during the initial procedure and replaced with back up lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).